Manufacturer narrative:
The device associated with this report was not returned. However the complaint can be confirmed that the circlip is missing per the attached photo. A two-year search of the complaint database using product code found no trend for failure regarding the standard neck trial circlip missing. Lot number is unknown. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Standard neck trial circle clip was noticed to be missing before the procedure. Missing circle clip not related to case. Standard neck trial still used during procedure, no impact on surgical flow or outcome. No delay in surgery.